Event description:
It was reported that during an interrogation, telemetry could not be obtained. The device was known to be at elective replacement indicators (eri). Further attempts were made, and eventually a successful telemetry was obtained. The patient also received a device revision a few days later where the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.